Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a cracked valve. Leak test and microscopic analysis was performed which identified crack valve diaphragm, and two striated opening on posterior. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, and two striated openings on posterior due to surgical damage consistent in the use of a surgical tool. The reason for reoperation was deflation.

Event description:
Device was explanted.